Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was over 400 mg/dl. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The updated information has been provided with this report

Event description:
It was reported via phone call that the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.